Event description:
The customer alleged that her blood glucose readings had been higher then usual. She also alleged that she performed a control test and received a result of 234 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high readings, so no product will be returned.